Event description:
It was reported that the plug to the cable was bent and would not go in the outlet. No back up device was available.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the guide key in the connector is bent. Functional evaluation could not be performed due to the damaged connector. The complaint was confirmed. Factors which could have contributed to the reported event include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab.

Event description:
It was reported that the plug to the cable was bent and would not go in the outlet. No back up device was available. No delay or patient injury reported.